Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the stable patient presented to the emergency room after receiving a vibratory alert from the implantable cardioverter defibrillator. Upon interrogation of the device, backup operation was noted. The patient was admitted to the hospital. The device was reset and reprogrammed on (B)(6) 2018. The patient was stable.